Event description:
Retro: wont calibrate bezel assy- damage - unspecified, non supported part installed, ail sensor assy- damaged/cracked, door assy- damage- other, case rear- damaged/cracked, pressure sensor- failed occlusion there was no patient involvement. 01/30/2015 12:34:16 jeffrey paulick (jpaulick) prw ? Po = $0. Edwin baroody, 843-777-218, ebaroody@mcloudhealth.org. Shipping & billing addresses confirmed. 02/17/2015 12:58:49 jason kreger (jkreger) missed - tat (workload) est - pwr to mjr (B)(6) 2015 07:12:01 (B)(6) updated from prw to mjr for the minor repair needed per jason kreger, service tech. Repair approved by (B)(6) for $365. New po# is 627432biom. (B)(6)2015 07:12:51 (B)(6)correction: updated from prw to mjr for the major repair needed. (B)(6)2015 07:35:40 (B)(6)(B)(6)2018 07:32:09 (B)(6) file reopened to add track wise pr number to the device data field. (B)(6) 2018 07:49:17 (B)(6) the original reported problem code was found to be incorrect after review of this file. It was determined the original code should have been fpmt based on the customers reported problem.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. This device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). The original reported problem code was found to be incorrect after review of this file. It was determined the original code should have been fpmt based on the customers reported problem.